Manufacturer narrative:
Correction to h11: the noise issue could not be assessed through data analysis of the returned data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the catheter was re-prepped and re-inserted into the patient, one of the electrodes did not display properly on the mapping system. The catheter cable and electrograms (egm) cable were replaced without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012400112 was returned and analyzed. The catheter was received without the guidewire threaded through it. The catheter appeared intact without visible issues. No damage to the guidewire lumen was observed. Initial stiffness in the slide control function was noted, likely due to dried blood, but it remained operational. The test guidewire was retracted and fully advanced without issues. Steering function was normal with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed and connected to the generator via a test catheter interface cable. The catheter failed the ablation test due to error 2000 (catheter electrical current error). Hipot verification revealed intact electrode wires without insulation damage. An open loop between electrode 6 and connector pin 6 was observed for the electrical continuity test. A kinked electrode wire was observed in the shaft area. In conclusion, the loop catheter failed the returned product inspection due to a kinked electrode wire in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.